Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with vaginal vault suspension to the right sacrospinous ligament, enterocele repair with high ligation of the enterocele sac, anterior and posterior colpoperineorrhaphy and cystoscopy due to prolapse, stress urinary incontinence, cystocele, rectocele, and urinary obstruction. The patient experienced pain, erosion, extrusion, infection, vaginal scarring, organ perforation and urinary and neuromuscular problems. It was reported that patient underwent removal of mesh from anterior wall of vagina on (B)(6) 2006 due to urinary frequency. (B)(4) ¿ urinary problems; neuromuscular problems.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-01510 and medwatch 2210968-2013-01511. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat vaginal vault prolapse, cystocele, rectocele and urinary obstruction. It was reported that the patient had the concurrent procedures of vaginal vault suspension to the right sacrospinous ligament, enterocele repair with high ligation of the enterocele sac, anterior and posterior colpoperineorrhaphy and cystoscopy performed during mesh implantation. It was reported that following insertion the patient experienced erosion of vaginal mesh and stress urinary incontinence. It was reported that the patient underwent removal of mesh and cystoscopy on (B)(6) 2006.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced difficulty emptying bladder, frequency and urinary tract infection.